Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a crack on the insulin pump. Customer stated that there was a crack on the reservoir window through the base of the insulin pump. No further information reported.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window.